Event description:
It was reported that during routine follow-up, this pacemaker device was found to have 1.5 years of battery longevity remaining but at the previous follow-up, the device showed 3.5 years of battery longevity remaining. Based on this, premature battery depletion (pbd) was suspected. As a result, a boston scientific engineering analysis of device data was completed. The analysis confirmed that the device is exhibiting pbd and the power consumption has been increasing during the past year. The power consumption is expected to continue to increase, and the device needs to be replaced or have the battery status reevaluated in 90 days time. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) provided guidance to the boston scientific field representative that if the clinic finds it difficult to replace the device in this timeframe, they can consider scheduling a subsequent device interrogation approximately one to two weeks before the end of the 90 day duration and provide the device data for a new engineering analysis of the estimated replacement window. The device remains in-service at this time. There were no adverse patient effects.

Event description:
It was reported that during routine follow-up, this pacemaker device was found to have 1.5 years of battery longevity remaining but at the previous follow-up, the device showed 3.5 years of battery longevity remaining. Based on this, premature battery depletion (pbd) was suspected. As a result, a boston scientific engineering analysis of device data was completed. The analysis confirmed that the device is exhibiting pbd and the power consumption has been increasing during the past year. The power consumption is expected to continue to increase, and the device needs to be replaced or have the battery status reevaluated in 90 days time. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) provided guidance to the boston scientific field representative that if the clinic finds it difficult to replace the device in this timeframe, they can consider scheduling a subsequent device interrogation approximately one to two weeks before the end of the 90 day duration and provide the device data for a new engineering analysis of the estimated replacement window. The device remains in-service at this time. There were no adverse patient effects. Additional information was received that this pacemaker device was subsequently returned to boston scientific, indicating it was explanted. No additional information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the devices battery faster than normal.

Event description:
It was reported that during routine follow-up, this pacemaker device was found to have 1.5 years of battery longevity remaining but at the previous follow-up, the device showed 3.5 years of battery longevity remaining. Based on this, premature battery depletion (pbd) was suspected. As a result, a boston scientific engineering analysis of device data was completed. The analysis confirmed that the device is exhibiting pbd and the power consumption has been increasing during the past year. The power consumption is expected to continue to increase, and the device needs to be replaced or have the battery status reevaluated in 90 days time. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) provided guidance to the boston scientific field representative that if the clinic finds it difficult to replace the device in this timeframe, they can consider scheduling a subsequent device interrogation approximately one to two weeks before the end of the 90 day duration and provide the device data for a new engineering analysis of the estimated replacement window. The device remains in-service at this time. There were no adverse patient effects. Additional information was received that this pacemaker device was subsequently returned to boston scientific, indicating it was explanted. No additional information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.